Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00025.

Event description:
It was reported during a ribfix procedure "two drivers over torqued and a clicking sound and sticking of drive shaft happened as a result." There was no injury, the case was delayed five (5) minutes, and was completed using another driver. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. On visual inspection of 24-1189, lot 056370, there appears to be signs of moderate use as there are scratches noted but no significant discoloration. The product was functionally tested using a contra angle trauma one blade, cross-drive to drive a 2.4 x 20 mm screw into a block of poplar wood. The driver was able to insert the screw and there was no sticking of the drive shaft or clicking noted; therefore, the complaint is unconfirmed. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00025-2.